Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The lead was received with the distal conductor was distorted within is-1 connector pin. This is indicative of the connector pin being turned an excessive number of times during implant. Distal conductor was also prevent the stylet insertion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix would it was further reported that the thresholds were higher than expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that sub optimal threshold were noted during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix would not retract and a stylet could not advance up the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.